Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was reported to be due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, crease fold, deformation, wear abrasion and weight to the spec. A microscopic analysis was performed which identify a striated edge opening on the anterior, consistent with use of a surgical tool.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.